Event description:
It was reported that the patient presented in the emergency room due to inappropriate high voltage shocks. The implantable cardioverter defibrillator's high voltage therapies were turned off for the device. An x-ray was performed showing the dislodgement of the right atrial and right ventricular leads. The patient was admitted into the hospital. On (B)(6) 2017, it was noted during the revision procedure that the tie-down suture on the implantable cardioverter defibrillator was broken which had allowed the device to migrate; causing the loosely tied down leads to dislodge. The two leads were successfully removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.